Event description:
Mitral valve repair with intraoperative complications. Following the procedure, during transesophageal echocardiography, pt has sudden fall in blood pressure. Emergency redo mitral valve replacement was performed using another co's low pressure porcine valve. Analysis of the valve explanted showed a fibrinous deposit on the valve surface interfering with disk mobility. Etiology of this deposit was undetermined at the time of surgery, but surgeon thinks it is fibrin. Surgeon did not see any structural malfunction of valve. Pt died on 3/31/94 from cardiogenic shock.